Event description:
Sorin group (B)(4) received a report that the flow rate displayed by the gas blender did not match the actual flow rate when the fio2 is set at 1.00. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) has requested that the gas blender be returned for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.